Event description:
It was reported to philips that the device experienced a pads / pads cable failure during testing. There was no reported patient or user involvement and no adverse patient/user impact.